Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a routine follow-up call the patient mentioned they've been in pain since the day of being implanted. The patient is having pain in their lower back and butt crack area, as well as on their right side, and it goes up into their ribs. The pain was so bad that the patient could hardly walk, turned off their device, and went to the emergency room. During the patient's visit, they did a CT scan, blood work, and prescribed pain pills; however, no x-rays were taken. With the device off, the patient stated that the pain never quit, it only got worse, and when they attempted to turn it back on, the patient could barely walk. The next step or action is for the patient to make an appointment with their implanting physician to discuss having the device removed. There were no additional patient complications.

Event description:
It was reported that during a routine follow-up call the patient mentioned they've been in pain since the day of being implanted. The patient is having pain in their lower back and butt crack area, as well as on their right side, and it goes up into their ribs. The pain was so bad that the patient could hardly walk, turned off their device, and went to the emergency room. During the patient's visit, they did a CT scan, blood work, and prescribed pain pills; however, no x-rays were taken. With the device off, the patient stated that the pain never quit, it only got worse, and when they attempted to turn it back on, the patient could barely walk. The next step or action is for the patient to make an appointment with their implanting physician to discuss having the device removed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.